Event description:
Report received from (B)(6) stating that the device was unable to be inserted into the cutter during a procedure. The device was being used during surgery. No patient or user injury was reported but it is unknown if there was any delay or intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).